Manufacturer narrative:
Date sent to the FDA: 11/17/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Citation: 2016, the asia-pacific association for gynecologic endoscopy and minimally invasive therapy 2213-3070; http://dx.doi.org/10.1016/j.gmit.2016.03.002; http://creativecommons.org/licenses/by-nc-nd/4.0/.

Event description:
It was reported in journal article "laparoscopic removal of uterine vertical compression sutures. ¿ that uterine compression suturing is a relatively easy and effective way of hemostasis during cesarean section and is becoming widely accepted. The patient underwent elective cesarean section for placenta previa and received vertical compression sutures after a balloon tamponade test had no effect. The patient complained of pelvic pain and a small amount of lochia without pooling in the uterus, uterine ischemia was conceivable. The compression suture threads were removed using laparoscopy. The flexible laparoscope allowed the visualization of the uterine isthmus, the locations of the sutured points were obscure due to flaccid uterine isthmus. The sutured points were detected and the threads were carefully pulled and successfully removed using 3-mm forceps and scissors. The patient¿s pelvic pain was relieved and the lochia discharge started after the surgery with a visual analogue scale score decrease from 6 out of 10 to 2 out of 10. The patient was discharged from the hospital 5 days after the cesarean section. The patient was followed up at the outpatient clinic and currently has no evident complications.

Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was obtained: - were the cases discussed in this article previously reported to ethicon? No. - if yes, please provide a complaint reference number. N/a - does the surgeon believe that ethicon product vicryl plus suture caused and/or contributed to the adverse events described in the article? No information. The author didn't describe. - can specific patient demographics be provided for the subjects of this article? No. - if so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. N/a. - is the product code and lot number available for any of the ethicon devices used? No.